Event description:
It was reported that one flogard infusion pump was observed with a "insert clamp alarm". There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was functionally and visually tested per product specifications. The reported condition was confirmed in the alarm log. The root cause of the of the insert slide alarm was determined to be an inoperative safety slide clamp assembly. The safety slide clamp assembly was replaced to resolve the reported problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.